Event description:
It was reported that prior to starting a da vinci surgical procedure, a broken cable was identified on the large needle driver instrument. The device was not used in the case. There was no report of fragments falling into a patient, and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found that one grip cable was frayed at the distal idler pulley. The frayed strands stuck out at the instrument's wrist. The other cables at the instrument's wrist were intact and undamaged. No other damage was found. The customer reported complaint does not itself constitute a MDR reportable event; however, the frayed cable, if to recur could cause or contribute to an adverse event.